Event description:
The patient had increased pain, but no withdrawal symptoms. A catheter problem was suspected. A dye study was done approximately 1.5 weeks prior to this report. After withdrawing fluid, dye was injected and was noted to be extravasating into the pump pocket. The patient was taken to surgery on (B)(6) 2015. The pump was replaced, 30.5 cm of the proximal segment of the catheter was removed, and a new pump connector was used. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine and clonidine. It was later reported that during the procedure they inserted a 22 gauge needle into the catheter near the distal end of the segment removed to see if they could identify the leak. Following the procedure, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).